Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 600-700 mg/dl and a dangerous level of ketones. A bolus via insulin injections was administered to address the bg level. The customer was vomiting. The customer was taken to the emergency room and was admitted to the hospital. The customer was treated with intravenous insulin and fluids. The customer was discharged 2 days later with the high bg and ketones resolved. It was not known if the pump or supplies contributed to the high bg; however, the customer had been sick from a bug bite which was thought to be a contributor to the event. As the high bg had occurred in the past, tandem technical support was unable to troubleshoot.